Manufacturer narrative:
Additional information : the lot was manufactured between march 20, 2018 and march 21, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port "near the manufacturer joint where the port had been sealed". This issue was identified upon preparing to transport the bag to the patient floor. There was no patient involvement. No additional information is available.